Event description:
Healthcare professional reported a lap-band with a leaking port, first noticed when the patient complained of "not having good restriction after previous adjustment." The port was checked and instead of 8.6cc, there were 5.5cc found. The lap-band port was removed and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, photos and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."